Manufacturer narrative:
Additional information: on 7/16/2019, mentor received additional information regarding the product's right side location, breast reconstruction procedure, brand name, catalog number, serial number, lot number, unique identifier number, manufacturing date and expiration date. Additionally, the patient's date of birth and age was provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a mentor cpx 4 breast tissue expander 350cc and experienced deflation post-operational. As a result, the patient underwent device removal on (B)(6) 2018.